Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on 17 nov 2020.

Event description:
Per the clinic, the patient experienced infection with an extruded electrode lead into the external auditory canal. The device was explanted on (B)(6) 2020.